Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation/left atrial flutter with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Lasso catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation/left atrial flutter with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and unstable. Tamponade was confirmed via intracardiac echocardiogram (ice). A pericardiocentesis was performed and yielded 500cc of fluid. The patient required overnight stay for observation with a drain in place. Patient outcome has improved. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that he does not believe a bwi product was directly responsible for the injury. A transseptal puncture was performed with an unknown needle. Patient received anticoagulant (heparin) during the procedure with activated clotting times maintained in an unknown range. There is no information regarding sheath brand or size. Smartablate generator settings at the time of injury include power control mode at 30 watts (not titrated). Temperature and impedance were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow set at 17 ml/min. No error messages were observed on biosense webster equipment during the procedure. There were no issues reported with the catheter.